Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the gastrostomy tube was changed, and a few days later the balloon burst, which caused the patient to be referred to the emergency room at their place of care.

Manufacturer narrative:
The device history record (DHR) review showed no discrepancy was found for the reported failure mode. The physical sample was not returned; however, an image was provided for reference. A ruptured balloon can be identified in the image. The reported condition was confirmed. There have been similar cases reported in the past, for which a supplier corrective action report (scar) was opened to address the reported condition through a more robust investigation. This complaint will be used for tracking and trending purposes.